Event description:
The u2 angled long am attachment overheated while being tested by the field service technician during a complimentary maintenance visit. There was no patient improvement, and no adverse consequences were reported.

Manufacturer narrative:
The field service technician tested the device at the customer's premises during a complimentary maintenance visit. Therefore, it will not return for further investigation.